Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc there was the possibility that the reported phenomenon was attributed to the stress during the use, the external factors, or the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image of the subject device disappeared when the bending section of the subject device was angulated. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated and the covering of the ccd cable had been torn. There was no report of patient injury associated with the event.